Event description:
Symptoms began in (B)(6) numbness of right arm and hand. Blurred vision that comes and goes. Migraine, fatigue, shoulder and back pain. I noticed my tights breast implant deflated on (B)(6). I know in addition to all the above symptoms have developed hives.